Event description:
A 66 year old required additonal MRI imaging and oral antibiotic treatment, placement of antibiotic beads and 6 weeks of IV antibiotic therapy to treat 4th mcp joint septic arthritis, proximal phalanx oseteomyelitis and deep soft tissue abscess along site of 4th proximal phalanx. Microaire surgical instruments would like to note that second incident with another patient resulted in infection that required MRI imaging and oral antibiotic treatement for osteomyelitis, microaire report 2020601-2022-00006. Both patients were treated by dr. Ryan tarr at orthonc asc.

Event description:
A 66 year old required additional MRI imaging and oral antiobiotic treatment, placement of antibiotic beads and 6 weeks of IV antibiotic therapy to treat a 4th mcp joint septic arthritis, proximal phalanx osteomylitis and deep soft tissue abscess along site of 4th proximal phalanx. Microaire surgical instruments, llc, would like to notes that a second incident with another patient resulted in infection that require MRI imaging and oral antibiotic treatment for osteomyelitis on microaire report 2020601-2022-00006. Both patients were treated by dr. Ryan tarr at orthonc asc.